Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: for the second firing during lap. Lar, the surgeon clamped the tissue and pushed the green firing button, however could not fire the device. Replaced by a new device, the firing was completed with no problem. The status of the patient is alive with no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual examination of the staple cartridges noted that reload had a full complement of staples. The reload was received with the lock ring rotated out of position. The articulation flag was bent. The lock ring was rotated into the correct position. The articulation flag was bent back into the proper position and the reload was reloaded into a pmv instrument. The reload was applied to test media where all staples were placed and the media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.